Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient presented to the hospital with complaints of chest pain and shortness or breath due to a pericardial effusion. A right ventricular (rv) lead perforation was suspected. Further evaluation found that the rv lead sensing had decreased from 13 millivolts (mv) to 7 mv and impedance measurements had decreased from 1343 to 315 ohms. A computerized tomography (CT) scan was performed which confirmed the perforation. A procedure was performed where a pericardial drain was placed and the rv lead was explanted. A new rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead found blood and body fluid in the helix housing and tissue entwined in the helix. The tip portion of the lead, including the helix, appears intact and undamaged. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.